Event description:
New information received notes that lead fracture was discovered when the patient presented in emergency room. No diagnostic imaging was performed. However, bipolar sensing, threshold, and impedance issues were observed. The patient was stable before, during, and after the procedure.

Event description:
New information received notes that loss of capture, oversensing, and high, out of range, pacing lead impedance were observed on the lead prior to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that fracture was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. Further information was requested but not received.